Manufacturer narrative:
The pump was received with minor scratches on the display window, cracked battery tube threads, and a broken reservoir tube lip. No moisture damage on the electronics and motor noted.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via telephone call that the reservoir compartment on the insulin pump was broken and that she did not see insulin leaking, but could smell it. The blood glucose reading was 182 mg/dl. The customer was advised to discontinue use of the insulin pump and to revert to a backup plan per a health care professional's instructions. The customer was advised that the insulin pump would be replaced and agreed to return the product for analysis.